Event description:
It was reported that upon interrogation, the pulse generator exhibited ventricular undersensing. The sensitivity was increased. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.